Event description:
It was reported that during the meniscus repair procedure, after the t1 deployed, the t2 would not deploy when the knob was depressed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device returned. The complaint stated: "after the t1 deployed, the t2 would not deploy when the knob was depressed." The device is in like new condition. T1, t2 and suture are still positioned within the delivery needle track. The depth limiter was attached and had been adjusted. The sutures had become ruffled due to the movement of the depth limiter. Functional test confirmed that the device cycled and actuated as expected. The system deployed t1, followed by t2 as intended. No problem was found with the device returned. No root cause related to the manufacture of the device was established.